Event description:
It was reported that noise and an intermittent loss of capture had been observed on the right ventricular lead through merlin.net. No patient symptoms were reported. On (B)(6) 2015, noise continued to be observed. The lead remained implanted and the patient would be monitored through routine follow-up.

Event description:
New information noted that noise continued to be observed on the lead. It was capped and replaced on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.